Event description:
Info received indicates the head of the bed cannot be raised.

Manufacturer narrative:
The technician isolated the issue to the head up valve not functioning. He replaced the head up valve to repair the bed.